Manufacturer narrative:
H3: product analysis as found condition: the pipeline flex was returned inside of a biohazard bag and a shipping box. Visual inspection/damage location details: the distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The braid's distal, middle, and proximal were found fully opened with no damage. No bends were found with the pushwire. No defects were found with the tip coil, distal marker, re-sheathing marker, re-sheathing pad, or the proximal bumper. No other anomalies were observed. Conclusion: based on the device analysis and reported information, the customer report of ¿failure/incomplete open¿ was not confirmed, as the braid's distal, middle, and proximal were found fully opened with no damage. Possible causes of ¿failure/incomplete open¿ include patient vessel tortuosity or user deploying the braid in the vessel bend. The customer reported that vessel tortuosity was moderate, which rule this out as a potential cause. In this event, the user deployed the braid in the vessel may have contributed to the failure to open issue. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a pipeline failed to open and the phenom microcatheter was damaged. The patient was undergoing surgery for treatment of a saccular, unruptured c4 aneurysm with a max diameter of 8.12mm and a 5.12mm neck diameter. The landing zone was 4.12mm distally and 4.7mm proximally. It was noted the patient's vessel tortuosity was minimal and moderate. The access vessel was the femoral artery with a diameter of 6.2mm. The angiographic result post procedure showed smooth blood flow. It was reported that during the aneurysm surgery, when using the microcatheter to deploy the pipeline embolization device (ped), the tip was difficult to open. After it was opened later, the middle section of the ped was not opened, and the microcatheter was also damaged. Later, it was abandoned and replaced with the new microcatheter and ped to continue the surgery. The patient was not harmed. The pipeline was used for an indication that is approved (on-label). The reported devices and any accessory devices were prepared and the catheter was flushed as indicated in the instructions for use (IFU). No patient symptoms or complications were associated with this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received that the catheter damage was a kink. The pipeline had been placed in a vessel bend when it failed to open. There were no additional steps or other devices attempted to open the pipeline. To clarify "it was abandoned", the failed pipeline and catheter were removed.